Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and an impedance issue. The physician indicated the suspected cause was clavicular crush. As a result, the patient was scheduled for a lead revision. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and an impedance issue. The physician indicated the suspected cause was clavicular crush. As a result, the patient was scheduled for a lead revision. No adverse patient effects were reported. This ra lead remains in service. Additional information was received. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and an impedance issue. The physician indicated the suspected cause was clavicular crush. As a result, the patient was scheduled for a lead revision. No adverse patient effects were reported. This ra lead remains in service. Additional information was received. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was provided by the field representative. The physician stated that the suspected cause of the lead issues was a combination of clavicular crush and a fall the patient had sustained. The patient reported this event during a discussion about possible causes of the lead issues. No additional adverse patient effects were noted. This lead has been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.